Event description:
The customer reported a leak involving the lh 500 hematology analyzer. The customer indicated that 20 ml of fluid leaked and was not contained to the instrument. The customer was wearing personal protective equipment consisting of gloves, eye glasses and a laboratory coat at the time of the event and no exposure or injury was reported. No discrepant patient results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter fse (field service engineer) was not dispatched as the customer was able to troubleshoot the leak with the help of cts (customer technical support) over the phone. The customer discovered that the tubing through pinch valve pv37 was disconnected from fitting ff107. The customer replaced the tubing and verified that the leak was resolved. Failure mode is attributed to a disconnected tubing at pinch valve pv37.

Manufacturer narrative:
Troubleshooting and repair were performed by the customer with the help of cts (customer technical support) over the phone. (B)(4).